Event description:
A follow up call was made and the customer reported that she passed out and the neighbor found her lying down on the floor. The paramedics were called and treated her blood glucose of 28mg/dl with glucagon. The customer stated that she forgot to put the sensor on and that was what caused her glucose level to drop. The caller stated that diabetes trainer told her that she was receiving too much insulin and the basal were adjusted. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.